Event description:
It was reported that the non preloaded intraocular lens (iol) would not sit correctly. From additional information it was learnt that the event occurred during surgery. The lens was inserted and removed in the same procedure. There was no patient injury. There was no medical/ surgical intervention required. No other information is available.

Manufacturer narrative:
Section : a5: unknown/ asked but not available. Section b3: date of event: unknown, section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.